Event description:
The soundstar eco diagnostic ultrasound catheter was taken from the package and placed on to the table. The scrub tech connected the catheter to the transducer cable, however when the doctor went to use it the ultrasound machine was unable to detect the catheter. The device was never inserted into the patient. The tech did try to disconnect and reconnect the catheter but still didn't work, so a new one was used (no lot number available on the new device as package was discarded).